Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The event describes high resistance during insertion into the portal causing the plastic hood to come off the device. Typically this type of event is caused by excessive bending forces applied to the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a hip arthroscopy case, the blade was inserted with a cannula through the anterolateral portal of the hip. During insertion, there was high resistance and the plastic hood came off and had to be removed. For removal, an additional portal was needed. Surgery was then finished without any further incidents.